Event description:
It was reported that 1 device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the et45b instrument locked during the procedure. The device did not staple the tissue. There was no consequence to the pt.